Manufacturer narrative:
The system was examined and tested. The system was found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in b.3. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional informational has been requested and received indicating this event occurred during the sculpting phase. The ophthalmic viscoelastic solution did not crystallize under the effect of ultrasound (no visible white paste). They did not observe any clogging of the tip. Moreover, the operated lenses were rather soft, requiring only little ultrasound for their removal. This patient has a poor prognosis.

Manufacturer narrative:
Corrected information has been provided in a.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during two cataract extractions with intraocular lens implant procedures the patients experienced corneal burns. Sutures were required in these two patients at the end of the procedures. The surgeon noted a "phaco" issue when stepping on the foot pedal. The cataract was not a dense cataract, but a classic cataract. Additional informational has bee requested but not received.